Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the outlet port kit to resolve the reported issue.

Event description:
Customer contacted technical support stating that unit had an error of cycling by frequency is not working. The customer reported there was no patient involvement.